Manufacturer narrative:
The facility reported that a bottle of rapicide pa high level disinfectant (hld) leaked resulting in chemical exposure to employees. After cleaning the spilled hld, the facility sent three employees to the ER for reported respiratory issues. It was reported that the facility staff neutralized the spill wearing personal protective equipment (ppe), which was described as a basic mask. They contacted medivators for recommendations of respirators for future needs, as stated in the safety data sheet for required ppe. Medivators regulatory followed up with the facility's account manager who confirmed the incident occurred while an employee was handling a case of rapicide pa. Additional follow up with the facility confirmed there was no resulting respiratory issues or other concerns from the staff who sought medical attention. It was reported that all three employees are currently doing fine. The complaint will continue being monitored in medivators complaint handling system.

Event description:
The facility reported that a bottle of rapicide pa high level disinfectant (hld) leaked resulting in chemical exposure to employees. After cleaning the spilled hld, the facility sent three employees to the ER for reported respiratory issues.